Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/29/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was received: product code should be sa845g. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ can you identify the lot number of the product that was used? ¿ were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. After admission to the hospital, patient was diagnosed with abdominal cavity organ perforation (gastric perforation), and emergency surgical treatment was performed. During the surgery, the doctor sutured the abdominal surgical incision, and when the suture was knotted, frequent breakage occurred. Later, the surgical incision was sutured with a new suture. Additional information has been requested.